Event description:
Representative reported that the cam appears to have become loose from baseplate, requiring revision of valve. Patient is fine following revision surgery.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.